Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access to the aorta to support a 68 year old female patient who had been admitted in with a known history of coronary artery disease. The plan was to electively place the 5.5 pump to allow for support during the coronary artery bypass graft (CABG) surgery. The other underlying medical history was not shared. The CABG was performed and the 5.5 pump supported postoperatively for 11 days of support. On day 11 the patient was taken back to the operating suite for pump explant. The removal was done and the patient was returned to the ICU. Upon ICU admission the anesthesia team observed a drop in mental status. There was facial droop and hemiplegia of the right side. The team called for a stroke alert and had interventional radiology perform a clot removal, and the patient could again move the right lower extremity. The patient survived the post-explant presumed thromboembolic stroke. The patient had been anticoagulated with systemic heparin during part, but not all of the pump support. If the patient was therapeutically anticoagulated to prevent thrombosis on the pump support was not shared.